Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed all supplies and resumed insulin delivery. Additionally, the customer experienced decreased blood glucose levels. Customer declined to troubleshoot or provide further information with tandem technical.